Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 2 days due to perivalvular leak. The surgeon indicated that this event was due to procedure related factors. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Technique related factors have been shown to contribute to the development of pvl. Anatomical factors may also contribute to pvl. The explanted device was discarded by the hospital. Unfortunately, the root cause of this event cannot be conclusively determined with the available information. However, the surgeon indicated that this event was due to procedural related factors. There have not been any allegations of a malfunction or deficiency related to the explanted valve.